Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event could not be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing however the results from their microbiological testing were not shared. Since the device was not returned, olympus could not conduct additional microbial testing. The user did not provide their reprocessing steps. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a microbiological culture was performed on evis exera duodenovideoscope. The scope tested positive for unknown amount of colony forming units (cfu) on an unspecified germ. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
As reported for this event by the customer the device is contaminated. There is no reported harm to any patient or persons. Addendum (B)(6) 2022: subsequent tests performed by the customer were negative for the presence of microbes. The device is not contaminated anymore.

Manufacturer narrative:
The device will not be returned since there is no contamination of the device with subsequent tests performed by the customer; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.